Manufacturer narrative:
No sample has been returned for evaluation for the report of metal particles left in the eye; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. A sample was not returned and no lot information is available, therefore, the root cause for the customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A physician has noted there were small metal particles noted in an unknown number of patient's eyes following surgery over the last year. These particle could not be removed. Additional information has been requested. This is one of seven reports from this facility. Upon further review of provided information it was noted the surgeon used this cannula to insert dilating drops, other viscoelastic and saline solution.